Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The b30 scope communication error was present. Additionally, the unit had multiple other forms of device wear and tear. Those include but are not limited to chips, scratching, material elongation, material deformation, and corrosion. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
Correction to e2/e3/g2 as additional information was inadvertently missed on the initial and correction to h6 component code. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to e2, e3 and g2 of the initial medwatch. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, it is likely water invaded scope connector during user handling. It caused abnormality in electronic components, causing the b30 error to occur. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): important information ¿ please read before use ¦ warnings and cautions: caution turn the video system center on only when the endoscope connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦warning and cautions: disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly, or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system ¦inspection of the endoscopic image confirm that the wli and nbi endoscopic images are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported that while reprocessing his olympus evis exera iii bronchovideoscope the unit began producing a b30 scope communication error. There was no patient involvement during this event.